Event description:
Pt with bipolar disorder and attempted overdose at home. Pt very restless and agitated in 4 point restraints. When restraints removed per protocol wrist and ankles had reddened areas with skin shearing and a 2cm wound area on right ankle.